Event description:
Event description guidant received information that this patient with this pacemaker had syncope while playing tennis and required cardiac pulmonary resusitation (CPR). The device recorded episodes of ventricular tachycardia and loss of capture (loc). In addition, a decrease in impedance and increased threshold measurements were observed at the hospital.